Event description:
A malfunction was reported involving malfunction code 16, which persisted even after a reset attempt. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to using an alternate method of insulin therapy.